Event description:
It was reported that during the implant procedure there was inappropriate sensing of the ventricular channel which resulted in ventricular safety pacing. It was also reported that there was inappropriate ventricular impedance (>3000) and repeated impedance of 948 ohms, then again out of range impedance (after taking lead out of head, screwing set screw and repeating). The physician decided to use a different device. The new device was tested through the analyzer and impedances and sensing were found to be appropriate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).